Event description:
Customer reported the insulin pump had a blank display. Customer's blood glucose was 400 mg/dl, treated with manual injections. The device does not have signs of physical damage. The device was not dropped, bumped, or exposed to moisture. Customer uses (B)(6) batteries. Battery cap, battery compartment, or springs were not damaged, missing, nor corroded. New battery was inserted, display did not return. Customer was advised to clean battery compartment, display did return. The device passed self test. Customer checked blood glucose and it lowered to 310 mg/dl. Customer called back stated she was going to borrow another insulin pump from her doctor. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.